Manufacturer narrative:
Findings: unit was received with no button response due to corroded keypad traces. No button error alarm or moisture damage inside pump noted. Unable to verify for battery out of limit alarm anomaly due to no button response.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 84 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.